Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The reported condition of occluding was confirmed through the event history but not duplicated. Due to the occlusion downstream alarms only being found in the event history and not duplicated the assignable cause could not be determined. The device was returned with no repairs due to estimate refusal by the customer. The device has not been previously sent into service for the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with "will not work, occluding". It is unknown when the reported condition occurred or if patient injury or medical intervention occurred. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.